Event description:
An 8f angio-seal vip was deployed with no complications into a puncture in the right common femoral artery, which was 6 mm in diameter. Pulses following the procedure were within normal limits. Several days later, the pt presented with groin pain. An angiogram revealed an occluded superficial femoral artery (sfa), which was being caused by collagen inside the right common femoral artery at the puncture site. The physician entered the groin from the left side and attempted to move the angio-seal device out of the way with the use of the balloon. The pt was discharged and then readmitted after a follow-up ultrasound. The occlusion was resolved with balloon angioplasty.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.